Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg. As a result, the ipg quit communicating with external devices and became inoperable. Patient may be pending surgery to explant ipg and replace it with a different model.

Event description:
Follow up information identified the patient's ipg was replaced with a new one resolving the issue.